Event description:
This is report 3 of 4, for the extension set in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event, on the same day of onset. However, the treatment was not reported. The patient was discharged from the hospital the next day. The patient had recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).